Event description:
The patient reported that the clinic notified them, that the previously working remote monitor failed to complete a scheduled remote transmission and requested the patient to transmit manually. When the patient pressed the start button, the remote monitor did not power on and no transmission had initiated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.